Event description:
Caller states the patient tested 2.8 inr on coaguchek system 1 and 3.7 inr on coaguchek system 2. No action taken based on device results. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect system, however caller states strips are unavailable for return.

Manufacturer narrative:
This medwatch is for suspect device in coagucheck system 2.